Manufacturer narrative:
The cause for the discordant results between the advia centaur xp and advia centaur xpt is unknown. A siemens field service engineer was on site on may 25, 2016 and evaluated the system for a different issue. Siemens has requested calibration and qc data from both the advia centaur xp and advia centaur xpt systems.

Event description:
Customer observed higher results on the advia centaur xpt rubella g (rubg) than on the advia centaur xp rubella g (rubg) for two patient samples. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated results on the advia centaur xpt rubg assay.

Manufacturer narrative:
MDR 1219913-2016-00111 was filed on june 30, 2016 reporting higher results on the advia centaur xpt rubella g (rub g) assay than on the advia centaur xp rubella g (rub g) for two patient samples. Supplemental report 1 was filed on august 29, 2016 stating that the cause of the discordant results was unknown. Siemens requested information and data but had not received any after multiple requests. September 14, 2016: subsequent to the submission of MDR 1219913-2016-00111 supplemental report 1, the following additional information was received. Siemens received additional patient sample results and the qc and calibration data for rub g from both the advia centaur xp and advia centaur xpt. There were an additional 2 samples of 19 total samples where the advia centaur xpt and advia centaur xp results did not match qualitatively. Numeric rubella g results are provided in iu/ml. (B)(6). There are no issues with the xpt calibration from (B)(6) and the xp calibrations from (B)(6). There are no issues with the control data associated with these calibrations or on the days the samples were run. Additional patient data from june, july and august provided shows 17 samples where the advia centaur xpt and advia centaur xp results all match so the bias with the initial 2 samples and the additional 2 samples shown above appear to be sample specific. Based on the information provided there is not a product issue. Based on the instructions for use (IFU): samples with a calculated value greater than or equal to 5.0 iu/ml and less than or equal to 9.9 iu/ml are considered equivocal for igg antibodies to rubella virus. Obtain a new specimen and test using the advia centaur rubella g assay. A review of the positive control 1 data (lot 6825962) from the customer's advia centaur xp and advia centaur xpt systems shows the customer is seeing about twice as much imprecision on their advia centaur xp system than their advia centaur xpt system. (B)(6). Siemens continues to investigate the issue at the customer's site to determine if there is a potential instrument issue.

Manufacturer narrative:
MDR 1219913-2016-00111 was filed on june 30, 2016 reporting higher results on the advia centaur xpt rubella g (rub g) assay than on the advia centaur xp rubella g (rub g) for two patient samples. Supplemental report 1 was filed on august 29, 2016 stating that the cause of the discordant results was unknown. Siemens requested information and data but had not received any after multiple requests. Supplemental report 2 was filed on september 14, 2016 with additional patient sample results and additional troubleshooting. October 6, 2016 subsequent to the submission of MDR 1219913-2016-00111 supplemental reports 1 and 2, the following additional information was received. Siemens performed maintenance on september 12, 2016 on the advia centaur xp. The customer reported the following results to siemens, (B)(6). The following data are from the same patient but different tubes drawn on the same day (B)(6). The following data are from the same patient but different tubes drawn on different days (B)(6). A 20 replicate precision study was performed with a patient sample. Advia centaur xp rubella igg showed a %cv of 2% at a concentration of 11.2 iu/ml while advia centaur xpt rubella igg showed a %cv of 5% at a concentration of 11.4 iu/ml. Day to day precision of the low positive control was 16% on the advia centaur xp rubella igg assay since (B)(6) 2016 while the advia centaur xpt rubella igg assay showed a %cv of 7%. Siemens continues to investigate the issue at the customer's site to determine if there is a potential instrument issue.

Manufacturer narrative:
MDR 1219913-2016-00111 was filed on june 30, 2016 reporting higher results on the advia centaur xpt rubella g (rub g) assay than on the advia centaur xp rubella g (rub g) for two patient samples. Supplemental report 1 was filed on august 29, 2016 stating that the cause of the discordant results was unknown. Siemens requested information and data but had not received any after multiple requests. Supplemental report 2 was filed on september 14, 2016 with additional patient sample results and additional troubleshooting. Supplemental report 3 was filed on october 6, 2016 with additional information provided to siemens. November 14, 2016: service reviewed the following on the advia centaur xp; background noise with and without reaction cup verification; aspiration probe test; check centering reagent probes; distribution test of acid and base reagents with volume distribution verification; preventative replacement of v66/v67; replacement of anti return valve on cleaning solution bottle. No conclusions can be drawn from these observations. Root cause cannot be identified with the information provided.

Manufacturer narrative:
MDR 1219913-2016-00111 was filed on june 30, 2016 reporting higher results on the advia centaur xpt rubella g (rub g) assay than on the advia centaur xp rubella g (rub g) for two patient samples. August 29, 2016: the cause for the discordant results is unknown. Siemens requested the calibration and qc data from both the advia centaur xp and advia centaur xpt systems but it was not provided. Without the data or any other additional information, a root cause cannot be determined.

Manufacturer narrative:
MDR 1219913-2016-00111 was filed on june 30, 2016 reporting higher results on the advia centaur xpt rubella g (rub g) assay than on the advia centaur xp rubella g (rub g) for two patient samples. Supplemental report 1 was filed on august 29, 2016 stating that the cause of the discordant results was unknown. Siemens requested information and data but had not received any after multiple requests. Supplemental report 2 was filed on september 14, 2016 with additional patient sample results and additional troubleshooting. Supplemental report 3 was filed on october 6, 2016 with additional information provided to siemens. Supplemental report 4 was filed on november 14, 2016 with additional information provided to siemens. January 3, 2017 - after a review of the instruments at this site and data on the patient samples by siemens, it has been observed that for certain samples, the advia centaur xpt rubella igg results are higher than the advia centaur xp rubella igg results. Since there is not a consistent bias with all samples, this is unlikely a reagent lot issue. The imprecision seen on the advia centaur xp system may be contributing to the difference seen with these samples. The precision seen on the advia centaur xpt system is in line with the precision documented in the instructions for use indicating the imprecision on the advia centaur xp is not a reagent issue. Siemens performed maintenance on the advia centaur xp system and better rubella igg agreement between the two systems was observed. There is insufficient information to determine root cause because there were a number of maintenance activities performed on the advia centaur xp but based on the information provided the advia centaur rubella igg assay is performing as intended.